Manufacturer narrative:
The reported complaint was confirmed. Per data log review, the system was used on (B)(6) 2022 and then powered off until the complaint date of 24oct2022. The power manager detected the battery voltage at 8.47 volts (v) (should be 24v) and disabled the battery charger. This would cause the reported complaint. The logs confirm the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the batteries had been stored away since the last six month pm. The fsr replaced the batteries. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) observed that upon arrival, the batteries both met the minimum voltage and conductance specifications of 12.5 volts direct current (vdc) and 375 siemens (s). The batteries were charged to 18 ah and still passed the voltage and conductance specifications. The batteries then powered the lab use only (luo) testing equipment for over 73 minutes, passing the specification of 52 minutes. It was determined that the batteries both met specification.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) battery total nominal available capacity (tnac) lost more than five amp hours (ah) within the first three minutes of the battery test causing the batteries to fail the test. There was no patient involvement.